Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, a vasoseal vhd kit size 6 was deployed. When the deployer retracted the sheath, it was noted that a portion of the sheath was missing. The physician was informed and an attempt to retrieve the remaining sheath portion was attempted without success. No further complications were reported.